Event description:
On (B)(6), 2011 a vns surgeon's nurse reported that the vns patient was complaining of pain and was scheduled for surgery on (B)(6), 2011 due to end of service. It was later discovered on (B)(6), 2011 when the surgeon's surgery coordinator reported that the patient's vns was completely explanted on (B)(6), 2011 due to the patient's pain and because the patient said that it had never worked for her. The surgery coordinator clarified that the explant of the vns was not due to end of service. The explanted lead and generator were returned to the manufacturer for product analysis on (B)(6), 2011 that has not yet been completed. Good faith attempts for additional information from the surgeon have been made but no further information has been received to date.

Event description:
Additional information was received on (B)(4), 2012 when product analysis was completed on the explanted generator. The septum of the generator was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids that could cause pain or painful stimulation. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Product analysis on the lead was completed on (B)(4), 2012. Since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portions.